Event description:
During an arthroscopic repair, the physician was utilizing a speedstitch suture needle cassette and suture cartridge. As the surgeon deployed the needle to pass the suture, the suture cartridge was pushed out of the needle cassette and left loose in the tissue. A second suture cartridge was opened and attempted but produced the same result. The physician confirmed the suture cartridge was properly placed within the needle cassette; however, the suture cartridge would not lock into the needle cassette. The procedure was completed with a new needle cassette and suture cartridge. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender were not available. Reference manufacturer reports: 9019871-2012-0004 and 00075.